Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: unacceptable tension in the area of the "ccd wire holder" assembly due to use of an adhesive which is not adapted to the load temperature collective and to an insufficiently formed adhesive layer "ccd holder to bumper sleeve" unacceptable tension in the area of the "ccd wire holder" assembly due to asymmetrical alignment of the spring to ccd holder before the bumper sleeve is joined pre-existing damage to the "ccd wire holder" assembly due to using a suboptimal adhesive device. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the video telescope exhibited a broken charged coupled device and as a result, had a green image. There were no reports of patient involvement.